Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 200 ohms, this was present at the last office interrogation. No adverse patient effects were reported. This device remains in service. Additional information was received that this ICD was explanted approximately two months after this event. This device was received with no additional information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 200 ohms, this was present at the last office interrogation. No adverse patient effects were reported. This device remains in service. Additional information was received that this ICD was explanted approximately two months after this event. This device was received with no additional information. The 'no problem detected' conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomalies outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 200 ohms, this was present at the last office interrogation. No adverse patient effects were reported. This device remains in service.